Event description:
Harmonic ace laproscopic shears were not working on minimal setting, would work on the max setting. Machine was turned off and on and set. The cord replaced and machine reset, still would not work at minimal setting, new handpiece obtained and worked at both settings.